Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 50 mm in diameter abdominal aortic aneurysm. The proximal neck measured between 8 mm and 10 mm in length. The patient was not a candidate for an open procedure. It was reported that, during the index procedure, the physician had difficulty viewing the right renal artery position, prior to stent graft deployment, despite multiple viewing angles. After deployment and ballooning of the stent grafts, an angiogram revealed that the endurant ii stent graft bifurcate had a proximal type I endoleak. The physician reballooned the device but the proximal type I endoleak remained. It was then observed that the proximal neck was positioned 5 mm distal to the lowest renal artery. The physician elected to implant an endurant aortic cuff and the endoleak was resolved. Per the physician, the cause of the event was due to the patient anatomy of a short proximal neck. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.